Manufacturer narrative:
Further investigation found the sample was clearly neutralizable, which indicated the presence of specific igg. Recomblot results confirmed the positivity of the sample. The platelia rubella igg was also positive. The sample can be considered reactive and the positive elecsys rubg results was considered correct.

Event description:
The customer alleged they received questionable igg antibodies to rubella virus (rubg) results on their e-module. The customer provided data for two patients, one of which had a discrepant result that was reported outside the laboratory. The patient's initial rubg result was 89.3 iu/ml and it was positive. The patient had a new sample tested in another laboratory on a diasorin liaison xl analyzer and the result was 9.96 iu/ml and it was negative. The original patient sample was then retested in another laboratory with a liaison method and the result was 7.48 iu/ml and it was negative. The patient was not adversely affected by this event. The rubg reagent lot number was 173001. The expiration date was requested but not provided. One patient sample was returned for investigation. The sample was tested on a cobas 6000 e601 module with rubg retention lot 174658. The sample result was positive for rubg on the e601 and the customer's result was reproduced.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.